Event description:
Saline mcghan breast implants placed in 1993, with symptoms beginning approx 15 yrs later. Surgeon stated they were lifetime devices and would never need replacement, and that they were completely safe. Over time led to multiple health symptoms including autoimmune illness, allergies, chronic fatigue, heart palpitations, neuropathy, reynaud's, candida; multiple repeated bacterial and fungal infections including impetigo and bacterial vaginosis, vitamin and mineral depletion; arthritis, parasites, capsular contracture, fibrocystic, breast disease, lymph swelling and calcification, lymphatic dysfunction, mitochondrial dysfunction, disc degeneration; mold illness, hormone disruption, hair loss, thyroid cysts, endometrial polyps; multiple miscarriages, bowel dysfunction, heavy metal toxicity. All symptoms resolved when implants were removed, and implants were full of liquid appeared in fact at explant, however, one year later implants were completely untouched by water inside them had completely evaporated and still contained air despite having no leaks or ruptures visible.